Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user reports she has been using mefix tape as a border around her wafer without any issues. She reports she has been wearing the product for thirty (30) years. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted.

Event description:
The end user reported a reddened intact area under the tape border of her durahesive wafer. She reports on (B)(6) she noticed a red area which has become increasingly larger and now covers entire area under border.